Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If it is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported there was an rv lead fracture due to subclavian crush. It was noted the patient had tight anatomy in that region. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. The lead has not been returned at this time. If it is returned, analysis will be performed and this report will be updated.